Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated age of the patient (B)(6). The patient weight was described as normal weight. The facility reporter indicated the index procedure occurred approximately 3 weeks prior from the date it was reported to the manufacturer representative. The date of (B)(6) 2011 is being used as the best estimate date. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the device found it was returned fully clip-deployed and the returned condition substantiated the reported experience. The locator wings were bent during thumb advancer deployment, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset when the clip was fired directly resulted in the clip being captured within the locator instead of delivered to the arterial surface to close the vessel as intended. Bent wings capturing the clip would result in difficult device removal; however, this was not reported. The returned condition indicated that the access ports and safety release were utilized. The safety release was dislocated. Based on our investigation, the probable cause for the bent locator wings that captured the clip is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip deployment. No manufacturing or quality issue was detected. A review of the device history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of a non-calcified right common femoral artery after a carotid stenting procedure. Reportedly, all deployment steps were completed uneventfully, however, bleeding was still observed at the groin site. The device was inspected and the clip was noticed to be located behind the locator wings, at the flex-guide. Manual compression was applied to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.